Event description:
Caller reported a malfunction on pump while changing cartridge. Blood glucose level remained below 500 mg/dl, indicating no adverse impact to customer's blood glucose level. Technical support provided pump reset information, assisted with resetting, and confirmed the malfunction code did not recur after reset. Customer continued using pump and was instructed to report any further malfunctions, which caller acknowledged and understood.